Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete. (B)(4).

Event description:
It is reported that the femoral component was noticed to have film on the surface when the box was opened. Another device was used to complete the surgery.

Manufacturer narrative:
This follow up report is being filed to relay corrected and additional information. Complaint sample was evaluated and the reported event was confirmed. The product was returned and examination of the returned part determined that, a portion of the poly bag is adhered to the lateral condyle of femoral component. DHR was reviewed and no discrepancies were found. From the investigation of the reported issue or the similar issues, the adherence of plastic bag on femur may be caused due to several factors like temperature change, poly bag material, size of component, material formulation of poly bag. So the root cause for this event is attributed to be design deficiency of poly bag. The following field action has been considered for this reported issue due to product manufacturing date. The packaging processes are covered under the scope of (B)(4). The complaint is considered confirmed. The product is considered conforming when it left zimmer biomet. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.